Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Esophageal endoscopy with dilation and steroids were prescribed to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to dysphagia. Device found in correct position/geometry. Dysphagia has resolved to pre-anti-reflux procedure status.

Manufacturer narrative:
Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Esophageal endoscopy with dilation and steroids were prescribed to alleviate post anti-reflux procedure dysphagia. Device explant (B)(6) 2016 due to dysphagia. Device found in correct position/geometry. Dysphagia has resolved to pre-anti-reflux procedure status.